Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump passed two infusion tests and one occlusion test with no issues. However, the customer believes that there was a drug discrepancy with this pca pump. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Visual evaluation of the device found s scratched lcd lens, ripped downstream occlusion seal and worn upstream occlusion seal. This device has not been serviced in the past. No evidence was found in event history log. Functional tests were performed, and device accuracy was slightly over delivering. The reported problem was duplicated. The cause was an out of specification expulsor. The expulsor was trimmed to correct the issue. The device passed all functional tests after the repair.